Event description:
The pt was implanted with a synchromed pump and catheter in 1997 for intrathecal infusion of bdnf (brain derived neurophic factor) as part of a clinical trial for amyotrophic lateral sclerosis. The pt underwent explantation of the pump after the hcp noted the occurrence of the low battery alarm.